Event description:
Related manufacturer reference number: 2017865-2024-72199. It was reported that the patient presented in clinic for follow up. Upon review, the ventricular lead exhibited high capture threshold. Damage was visually noted on the atrial and ventricular leads at the suture sleeve. The leads were explanted and replaced. There was no patient consequences reported.

Manufacturer narrative:
Correction: update for h6 coding.